Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to failure of verification of flow in tubing. In the event of a fault, the pump motor is automatically disabled, and an error message is displayed on the operator display. The sensing circuitry in the ar-6480 detects the pressure of the fluid in the tubing. The overpressure alarm can be activated when the flow is abruptly interrupted, or the joint is suddenly positioned in a way which reduces the joint capsule volume. Dfu-0244-3-sub.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump had a pressure fault and synergy shaver detect error message. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.